Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a custom tubing pack, it was reported that when the custom pack tray was removed from the outer protective box it was noted that the tray was shattered at one end and that the sterility had been breached. The outer box had no obvious signs of damage or any markings to suggest trauma to the box or the internal pack. The device was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that there were no missing or wrong devices or components in the package. The sterile seal was intact. The device was sealed/located in the seal.